Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to loss of capture. No adverse patient events were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.